Event description:
The customer reported that the system would display only whited out images on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The service rep checked the 5 volt system, and reseated the printed circuit boards in the c-arm and the workstation. The system was tested and found to be working as intended and put back in service.